Event description:
During product evaluation by a baxter service technician, a dual channel flogard volumetric infusion pump was found to have a broken power cord. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device has been received by baxter, and the condition was confirmed by service. This condition is an ancillary service event opened during the investigation of another condition. The cause was identified to be physical damage to the power cord. To correct this condition the power cord was replaced.